Manufacturer narrative:
The following fields were updated to reflect the product information the initial reporter originally provided: section d1, brand name. Section d4, model number. Section d4, catalog number. Section d4, lot number.

Manufacturer narrative:
Several attempts to gather clarification of the reported device and the description of the event were made to the initial reporter. To date, no clarification has been received. The incident sample was also requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that an infant was being placed back in the isolette after doing skin to skin with the mother. Upon placing the infant onto the mattress, the purple capped tip of the 3.5 fr nasogastric (ng) tube separated off of the tube. The ng tube was promptly removed and replaced. No harm to the patient. The original package was discarded. The following identifying numbers were pulled from what was in the stock for that unit as the possible product number and possible lot number. Possible product # 461355, possible lot #: 1900925964.